Event description:
It was reported that "the endoscope was having blackouts and noise occur frequently ". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the error described by the customer "endoscope having blackouts" could be confirmed. During the technical inspection, it was determined that the old software caused the tipcam to malfunction and the electronic components to transmit incorrect data. The error was corrected by programming the new software, and the tipcam was fully functional again. The cause of the error described was therefore unprogrammed software that should have been programmed by the user. The investigation did not reveal any root cause related to the device design, labeling, or manufacturing process. All quality control measures were met, and no non-conformities were found in the production records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).